Event description:
The customer reported that the aq2010v three piece silicone lens tore as the surgeon was placing it in the eye. The lens was removed w/o altering the incision and another same model/diopter lens was implanted w/o any patient injury.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(6) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returned product showed half the lens was torn off and missing, there was a clear surgical residue on the devices, however, there was no visible damage to the cartridge. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).